Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zlb00, was explanted due to an unexpected post-op refraction. The lens was replaced with a zcb00 with a 24.0 diopter. There was no incision enlargement, no vitrectomy, no sutures done and no patient post-op injury.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/27/2016. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and was inspected using 12x magnification by a qualified final inspection operator. Visual inspection of the return sample shows the product is damaged, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.